Manufacturer narrative:
(B)(4). G2-foreign-south africa. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the nail jig broke during surgery. Surgeon had to complete inserting proximal screws free hand. No piece was left in the patient but a delay of two hours caused. This event is related to a malfunction that could potentially lead to a serious injury. Due diligence is in progress for this complaint; to date, whatever additional information received has been included in this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Device used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.